Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. No fault with the laser console could be confirmed relating to this issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At the time the customer reported the difficulty, pairing had been completed by cycling power and resetting the device. The suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported difficulty pairing the footswitch with the laser system. The user was able to complete the pairing prior to contacting olympus and wanted the difficulty recorded in case it happened again. There was no harm or user injury reported due to the event.